Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -14.00/2.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. In a second surgery on (B)(6) 2021 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as patient related factor, device did not fail to perform as intended.